Event description:
Healthcare professional reported right side "silicone granulomas¿ due to ¿rupture¿, ¿soft tissue edema¿ and/or ¿mastitis¿, "benign-appearing calcifications", ¿ultimately implants bottomed out¿, ¿2 small nodular masses on the inferior medial aspect consistent with silicone granulomas." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and granuloma.

Manufacturer narrative:
Previous emdr reported a010402 in error. This event is minor in severity as determined by abbvie medical safety assessment and not FDA reportable.

Event description:
Healthcare professional reported right side "silicone granulomas" due to "rupture". The device remains implanted.